Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the aliquot drain and probe were clogged with gel from the separator tubes. The cse replaced the aliquot drain and probe and performed alignment. Quality controls and patient samples were run, all resulting within range. The cause of the discordant, falsely low calcium and bun results is a clogged aliquot drain and probe. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium and blood urea nitrogen (bun) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on another dimension vista 1500 instrument, resulting as expected. It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and bun results.